Manufacturer narrative:
The abutment returned was inspected and the fractured condition was confirmed. The device history record review found no non-conformances. This event is being reported due to a single preceding medical device report. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall. (B)(4).

Event description:
It was reported that zirconia abutment fractured.